Event description:
The consumer allegedly fractured a finger and amputated the tip of a finger due to the paneling being off the chair.

Manufacturer narrative:
Manufacturer received information on 8/28/08 from facility of a serious injury. The chair side paneling was removed from the chair. Current user guide states "do not place hands or feet into any openings when adjusting the recliner. Attendant or care provider should always verify placement of users hand's and feet prior to adjusting the recliner. Attendant or care provider should always verify placement of users hands and feet prior to adjusting the recliner. Failure to do so may result in serious bodily injury". MDR filed based on injury. No malfunction apparent.